Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ catheter was selected. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the device observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure as applied when liquid was observed to be leaking from a balloon pinhole at the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ catheter was selected. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).